Event description:
It was reported by the affiliate that during an unknown procedure clips of the multiple clip applier would not close. The case was completed with a like device with no patient consequence.